Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular (rv) and right atrial (ra) leads exhibited a pace impedance measurement of greater than 3,000 ohms. Technical services reviewed and noted the patient occasionally biventricular paces. There was some competitive pacing or fusing once in the mode switch which appeared to be due to ra oversensing of rv signals. The field representative was going to review with the physician. At this time the device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right ventricular (rv) and right atrial (ra) leads exhibited a pace impedance measurement of greater than 3,000 ohms. Technical services reviewed and noted the patient occasionally biventricular paces. There was some competitive pacing or fusing once in the mode switch which appeared to be due to ra oversensing of rv signals. The field representative was going to review with the physician. At this time the device and leads remain in service. No adverse patient effects were reported. Additional information was received that the patient was checked in clinic and the high out of range ra and rv pace impedance measurements were unable to be recreated and had returned back to normal values.